Event description:
Consumer reported needle broke off in her abdomen. Consumer went to emergency room to have needle removed and doctor tried to remove needle but could not. Consumer went to her primary dr. Who thinks original dr. May have pushed needle in further and needle is still there and she is not healing.

Manufacturer narrative:
No product return is anticipated as complaint indicates that the product has been discarded. Complaint history check yielded one other complaint for similar condition for the lot reported. No obvious trends were noted. Regulatory compliance will continue to monitor on monthly trend reports. Device history review is to be conducted by mfg. Will submit supplemental report when this is completed.